Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n086467025, implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, lot# j10977r05, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that a patient came in for a pump refill on the date of the report and it was noted that the motor was stalled; there was no recovery, and a ¿may exceed tube settings¿ message was observed. The pump was in "normal end of life" and no troubleshooting or diagnostics were performed. The healthcare professional (hcp) stated that the motor stall was caused by end of life. It was unknown whether more than one motor stall had been noted in the event logs, and was unknown when the motor stopped. The patient was experiencing increased pain. Replacement was planned but it was later noted that the patient was in hospice care and they were unsure if they would be re-implanted. The hcp noted the patient had a recent [¿viral¿/illegible] issue and was hospitalized. When the patient came in for a refill on the date of the report and the motor had stopped running they did not refill the pump. The patient was also taking oral dilaudid at the time of the event. The pump had been used to infuse morphine, bupivacaine, and baclofen (unknown). The patient was reportedly ¿stable¿, but it was unclear if the patient would be re-implanted; therefore, the outcome was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.